Event description:
It was reported that during the tlif procedure to implant the peek implant at l4/l5 the peek implant cracked while being implanted. It was believed that the crack was not significant enough to impact the cage. It was opted to leave the cage in place. No pt complications were reported with this surgery.

Manufacturer narrative:
(B)(4). Device was not returned to the MFR for eval. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.